Event description:
(B)(4). I was implanted with essure on (B)(6) of 2011. This medical devise implant is now manufactured by bayer, formerly by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) of 2011. This is a list of the side effects and symptoms that I have experienced due to essure: cram pic, sharp pelvic pain, abnormal menses, hot flashes, night sweats, menorrhagia, mittelschmerz, loss of libido, dysmenorrhea, polymenorrhea, joint and leg pain, nausea, vomiting, bloating, metallic taste in mouth, dizziness,tingling in hands, forgetfulness, anxiety, mood swings, weight gain, polycystic ovarian syndrome, insulin resistance.